Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1643 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1643 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 664655) for female sterilisation. The patient had a medical history of allergy (penicillins), augmentation mammoplasty, anterior vaginal wall repair, hypothyroidism (acquired), arthritis and vaginal pain on (B)(6) 2016, uterine scar and paratubal cyst on (B)(6) 2016, infrequent menstruation on (B)(6) 2015 and pelvic pain in 2013. Previously administered products included: macrobid [clarithromycin], percocet [oxycodone hydrochloride;paracetamol] and provera. The patient had a family history of breast cancer. Concurrent conditions were listed as menorrhagia since (B)(6) 2016 and dyspareunia and stress urinary incontinence since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2487 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2016. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, placement of retropubic sling by lynx,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure removal date : (B)(6) 2016 date discrepancy noted in insertion date (B)(6) 2012 and (B)(6) 2009, left coil 1,right coil 4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: the uterine cavity is normal in appearance bilateral fallopian tubes are occluded [pathology test] on (B)(6) 2016: gross examination: the myotneirium measures up to l, s cm in thickness s and is grossly unremarkable. The right fallopian tube measures 6.5 x 0.5 cm and left fallopian tube measures 7.2 x 0.4 cm. The fallopian tubes. [Smear cervix] on (B)(6) 2012: not reported [ultrasound scan] on (B)(6) 2013: transvaginal imaging was then performed. Endometrial stripe measures 6 mm. A c-section scar is identified there is a very small amount of free intrapelvic fluid. Echogenic assure coils are identified in the adnexa bilaterally. Lot number: 664655 manufacture date:2009-08 expiration date:2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 664655) for female sterilisation. The patient had a medical history of allergy (penicillins), augmentation mammoplasty, vaginal operation, hypothyroidism (acquired), arthritis and vaginal pain on (B)(6) 2016, scar and cyst on (B)(6) 2016, infrequent menstruation on (B)(6) 2015 and pelvic pain in 2013. Previously administered products included: macrobid [clarithromycin], percocet [oxycodone hydrochloride;paracetamol] and provera. The patient had a family history of breast cancer. Concurrent conditions were listed as menorrhagia since (B)(6) 2016 and dyspareunia and stress urinary incontinence since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2487 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2016. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, placement of retropubic sling by lynx,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure removal date :(B)(6) 2016 date discrepancy noted in insertion date (B)(6) 2012 and (B)(6) 2009, left coil 1,right coil 4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: the uterine cavity is normal in appearance bilateral fallopian tubes are occluded [pathology test] on (B)(6) 2016: gross examination: the myotneirium measures up to l, s cm in thickness s and is grossly unremarkable. The right fallopian tube measures 6.5 x 0.5 cm and left fallopian tube measures 7.2 x 0.4 cm. The fallopian tubes. [Smear cervix] on (B)(6) 2012: not reported [ultrasound scan] on (B)(6) 2013: transvaginal imaging was then performed. Endometrial stripe measures 6 mm. A c-section scar is identified there is a very small amount of free intrapelvic fluid. Echogenic assure coils are identified in the adnexa bilaterally the most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received :new reporter, lot number added, device insertion date updated, medical history, lab data added,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.